Manufacturer narrative:
The insulin pump was received button error alarm due to corroded keypad traces. The insulin pump passed displacement test, operating currents, self test and off no power test. No unexpected low battery alarm noted. No battery out limit alarm. The insulin pump was received with scratched lcd window, cracked case display window corner, cracked reservoir tube lip, missing end cap sticker and cracked lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had battery out limit alarm and button error alarm. The blood glucose at the time of the incident was 190 mg/dl. Troubleshooting was not performed. The device was returned for analysis.